Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.5, lab: 4.3. Pt's therapeutic range: 3.5-4.0 inr.